Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the during a regular follow up visit, battery voltage was at 2.81v. The physician suspected premature battery depletion and elected to monitor the patient. The device is still in use. No patient complications have been reported as a result of this event.